Event description:
It was reported that during a prostate procedure the fiber cap broke off at (B)(4) joules and that the fiber forward fired. The cap was retrieved. No pt or end user injury was reported. The pt outcome was reported as "okay".